Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a case report article that the right ventricular lead implanted for two years exhibited elevated pacing impedance. Fluoroscopy imaging showed no abnormalities on the lead. When the lead was explanted, abrasion was noted on the outer layer of the insulation proximal to the suture sleeve. There were no unusual manipulations of the lead and electrocautery was not used near the abraded area. The article stated that the impedance anomaly may be incidental to the insulation breach but it is unclear what caused the insulation damage. No further information was available.